Event description:
The initial attorney report alleged infection. The following is based on the medical records provided by the pt: (B)(6) 2004, implant of composix kugel mesh for ventral incisional hernia repair. On (B)(6) 2004, pt developed an infected hematoma and abscess. Composix kugel mesh was explanted, and a non-bard mesh was implanted. On (B)(6) 2004, laparotomy with wound washout and debridement. On (B)(6) 2004, admitted for persistent abdominal infection and excision of infected non-bard mesh. On (B)(6) 2004, pt underwent implant of two composix kugel mesh for ventral incision hernia repair. On (B)(6) 2004, pt underwent enterolysis and removal of "infected abdominal wall mesh", and implant of a non-bard mesh for ventral hernia repair. On (B)(6) 2005, debridement and evacuation of abdominal wall hematoma secondary to an open abdominal wound with recurrent hernia and a chronic non-closing sinus tract. A composix e/x mesh was placed to facilitate recovery of the abdominal domain. On (B)(6) 2005, excision of composix e/x mesh to allow for primary closure of fascia.

Manufacturer narrative:
Initially, one event was previously reported. However, review of the medical records showed there to be add'l implants and postoperative events. Based on the info provided, no definitive conclusion can be made. This is a morbidly obese pt with diabetes who has a history or wound healing difficulty and recurrent hernias. It appears that the two composix kugel mesh implanted on (B)(6) 2004, may have been implanted into a compromised environment as a wound culture report dated two months prior was positive for bacteria infection. The info provided indicates that the pt was treated for adhesions, which is a known possible adverse event listed in the IFU. It was also indicated that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. Additionally, no sample was returned for eval. If add'l event and/or eval info is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00618 for info related to the composix kugel mesh implanted on (B)(6) 2004. See MDR 1213643-2012-00354 for info related to the other composix kugel mesh implanted on (B)(6) 2004. See MDR 1213643-2012-00619 for info related to the composix kugel mesh implanted on (B)(6) 2005.